Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient noted an increase in intermittent positional symptoms of ¿hiccups¿ (with the right side lying being worst) that were consistent with extracardiac stimulation over the previous month or two. It was noted that it appeared to coincide with a subtle increase in left ventricular (lv) lead pacing threshold and adapted output per lead trends. During an in-person device interrogation, the lv lead was reprogrammed. Approximately two weeks later, the patient called the clinic reporting that they were experiencing "a bunch of thumping" from reprogramming and noting that previous settings were more comfortable. The patient came in for in-person device interrogation and the lv lead was reprogrammed back to the previous vector with an extended pulse width. The lv lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.